Event description:
Information received with return of the explanted device notes dashes (---) for programmed data, inability to program and a software download was not successful. The patient was recovering.